Manufacturer narrative:
Service was onsite to repair to this instrument on (B)(4) 2011, but the field service engineer (fse) was unable to determine a root cause into the issues being addressed on that date. The patient samples were repeated to assess the status of the instrument after instrument service was completed on (B)(4) 2011. The customer noted the patient samples did not correlate between their two instruments after service had been on site on (B)(4) 2011. The sample collection, centrifugation and storage information has not been supplied to date. Qc had been performing within the established ranges. Service was on site on (B)(4) 2011, and a system check failed to meet instrument specifications. The fse evaluated the instrument hardware and determined the instrument required a new ultrasonic transducer. The fse replaced the transducer, and verified hardware performance after service was complete. The fse completed a 50 replicate precision run using wash buffer. The fse also performed a 20 replicates precision run of low level accutni qc, and acceptable results were obtained. Although some hardware issues were addressed by the fse at the time of service, a definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated troponin (accutni) result, above the ami cutoff, generated by unicel dxc 600i access 2 immunoassay system for one patient. The result was not reported out of the laboratory. Repeat testing on the same and on an alternate instrument produced lower results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.